Manufacturer narrative:
One device was returned for repair. Service history showed no history of repairs. Event log showed error code 45986. Primary reported problem of error code 45986 was confirmed. Reset error code and updated software. The device passed all tests after the repair.

Event description:
It was reported that the device had error code 45986, and the downstream occlusion (dso) sensor seal was damaged. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.